Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2021, a customer contacted merge healthcare support to report that a patient report was missing. Merge healthcare determined upon investigation that the report saved but failed to upload. Logs were not available for review. A blank report document was manually placed in the folder on (B)(6) 2021 and the report was re-dictated and subsequently viewable as expected. No further action is necessary at this time. This has the potential to delay patient treatment and/or diagnosis. There have been no reports of patient injury or harm as a result of this issue. Reference complaint (B)(4).